Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, eccentric, target lesion was located in the mildly tortuous and mildly calcified unspecified vessel. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. The balloon was inflated three times at 2atm, 4atm and 6atm. However, on the third inflation at 6atm for 40 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the balloon identified no tears or holes in the balloon material. Solidified blood was identified on the exterior of the balloon and blades. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. The device was again attached to an encore inflation unit, subjected to positive pressure and the balloon was able to be inflated to its rated burst pressure and maintained pressure with no leaks noted. It was noted that the solidified blood on the exterior of the balloon was slightly restricting the expansion of the balloon. The balloon inflated and deflated successfully. The encore inflation unit was verified before and after use using a calibrated pressure gauge. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, eccentric, target lesion was located in the mildly tortuous and mildly calcified unspecified vessel. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. The balloon was inflated three times at 2atm, 4atm and 6atm. However, on the third inflation at 6atm for 40 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).